Event description:
It was reported that the patient received a shock from the right ventricular (rv) lead due to oversensing. It was also reported that the rv lead had unstable impedance. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The defibrillation portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007. (B)(4).